Event description:
It was reported that the pt received ems treatment for hypoglycemia. The pt's husband stated that the pt inadvertently administered excess insulin by priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. The pt reported that they inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime / rewind sequence. The pt has continued to use the pump with no reported subsequent events.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history showed that the pump displayed appropriate warning before rewind and prime steps. There was no activity related to the complaint. Conclusion was that a user error was reported.